Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a broken solder connection between the rear pulse wires inside the distribution node. The root cause for the damaged solder connection could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.